Event description:
Pump was reported to allow streptokinase to free-flow into a pt. The tubing was attempted to have been loaded into the pump but a tube misload set alarm was "ellicted." At this point, the clinician ignored the alarm and attempted to start the infusion. The tubing was not loaded in the pump so the pump chamber was not occluding the tubing. It is not clear if the slide clamp and roller clamp were both open, but that appears to be the case since solution free-flowed into the pt for approx 2-3 minutes. The pt's blood pressure dropped to 58/33 and heartrate dropped to less than 33 beats per minute. Intervention in the form of "first line drugs" was required. No pt injury resulted.